Manufacturer narrative:
Analysis of the returned device identified creases fold, white calcification like and opening curved on anterior and radius. Leak test and microscopic analysis was performed which identified a striated opening on radius and anterior. The fill test inspection was performed, with the result of no blockage. Based on the device analysis the final assessment is a striated opening on radius and anterior due to surgical damage consistent in the use of a surgical tool.

Event description:
Patient reported a right-side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right-side deflation. The device remains implanted.